Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping and inability to close. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was inserting, and grasping was performed. However, the leaflets were unable to be grasped so the clip was inverted and returned to the left atrium (la). It was noted that the clip performed as expected; therefore, it was lowered, and grasping was performed again. The leaflets were grasped, but after the clip was locked, the clip jumped open to 120 degrees due to accumulated tension. It was noted that the physician may have turned the arm positioner in the closing direction when the clip was unlocked. The clip was then attempted to be closed but was unable to; therefore, it was returned to the left atrium (la). Once in the la, the m-knob and +/- knob were released in an attempt to close the clip. However, the clip still remained open. Therefore, the physician decided to invert the clip to nearly 300 degrees and removed the clip. Half of the clip was returned inside the steerable guide catheter (sgc). The sgc and clip were removed into the base of the femoral vein. Once there, a small incision was made to collect the clip along with the sgc. It was noted that no tissue damage occurred during this process. Two clips were then successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported inability to close the clip, clip jumpiness and failure to grasp the leaflet could not be replicated in a testing environment. The analysis observed an unstable arm positioner, mandrel break and the dowel pins on the slider was not properly seated inside the slot of the bottom housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the clip jumpiness appears to be due to user technique. A cause for the inability to grasp the leaflet cannot be determined. The observed broken mandrel appears to be due to the trouble shooting maneuvers of the inability to close the clip. The inability to close the clip appears to be related to the identified dowel pin issue. The dowel pin issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.h6: 2017 removed.